Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion and excessive no delivery tests. No motor error alarm noted. No delivery alarm noted. Motor tested outside device and passed. Unable to prime during the prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case near lcd window corners, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported a motor error alarm during the basal delivery. The blood glucose reading was 101 mg/dl. She also reported that she had received a no delivery alarm soon before this alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.